Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The reporter indicated the lens had a low vault and there was a refractive surprise. The doctor plans to explant the lens but to date the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2017 due to low vaulting and refractive surprise. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity (ucva) was 20/20 and doctor noted that everything is fine now. (B)(4). Report source: user facility is incorrect, should be distributor. (B)(4).

Manufacturer narrative:
(B)(4)